Event description:
The 62 year-old male patient received two smart control stents in the left sfa. Over a year and a half later, the patient had left sfa restenosis in both stents. Patient was treated with drug therapy.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02001. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.